Event description:
The customer has been performing a comparison study with the axsym analyzer and another methodology. The customer is using samples collected and stored frozen over the past year. The comparison methodology genrated a reactive s/co result of 2.69. The axsym ag/ab combo assay generated a non-reactive result. Per the customer, this is the first time this issue was reported to abbott. There is no impact to pt management.